Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances at the superior vena cava (svc) coil, indicating a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg, implantable cardioverter defibrillator,  (B)(6) 2010. (B)(4).